Manufacturer narrative:
Qn#: (B)(4). The facility has communicated that the device is not available for investigation. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production p/n dermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot# 73e1900056, the samples were functionally inspected, and issue reported as rubber bands breaking was not observed in the current manufacturing process. The device history reviews the product dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot# 73k1800935 investigation did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and to determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the elastic is breaking.